Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0217554673, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s husband reported through a manufacturer representative that the patient experienced severe pain at the implantable neurostimulator (ins) wound site. It was further reported the patient was lying in bed, rolled over to pick up her puppy, and began to experience severe pain. The patient¿s husband was instructed to turn the patient¿s ins off and go to the emergency department of their hospital; however, the husband was ¿unable to turn off her device¿ at that time. The patient met with a physician at the emergency department. It was later reported the patient had experienced ¿an allergic reaction to the wound dressings¿ and had received intravenous antibiotics in the hospital to treat the issue at the time of report. It was stated the patient had ¿an infection of the skin from the dressing.¿ the patient was instructed at a later time how to turn off her device, which she did at that time. Though attempts to contact the patient for further updates had been unsuccessful, it was noted that as of (B)(6) 2019, the patient was no longer an inpatient at the treatment facility. The patient¿s physician reported ¿the patient had acute chronic lower back pain and this was the cause of her pain.¿ the physician asked the patient to keep her ins off until the back pain settled, at which point the ins would be turned back on and her results would be monitored. There were no further complications reported or anticipated.